Manufacturer narrative:
Investigation summary: it was reported the four needles broke in one day. To aid in the investigation, four photos were provided for evaluation by our quality team. Two of the photos show an x-ray. One photo shows an area where an animal appears to have an incision. The fourth photo shows a syringe with a needle assembly hub and the needle separated from the hub. A device history record review was completed for provided material number 305122, lot number 0281746. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle broke off during use. The following information was provided by the initial reporter: "customer called to report that today (B)(6) 2021 they have had 4 needles break off."